Event description:
A malfunction was reported on the pump, described by the caller as having a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur, allowing the caller to continue using the pump. The caller was advised to contact support again if the malfunction recurred.